Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support informed the customer that the pump reset its microprocessor as a routine performance measure and provided guidance on resuming insulin therapy. The customer understood the instructions and successfully resumed insulin delivery.